Event description:
It was reported that the customer experienced multiple elevated blood glucose (bg) levels displayed as "high" on the continuous glucose monitor, headache, thirst, urination, and disorientation. Bg was addressed via manual injections and supply changes. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.